Event description:
Customer reporting a false negative sars result. Customer states they are symptomatic and the result was positive by pcr at emergency room.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.